Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated that his blood glucose had gone down and was in the 200's.

Event description:
Consumer initially reported complaint for error message (e-3). Son-in-law is calling on behalf of the customer. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix go meter. The customer does not know their expected blood glucose test result range. The customer reported feeling dizzy and tired; customer stated that the symptoms had begun prior to obtaining/use of the true metrix go meter. Caller stated that he may contact the customer's doctor to inquire about how much insulin to administer. The product is stored according to specification; customer just obtained product from pharmacy on day of call. The test strip lot manufacturer¿s expiration date is 08/29/2025 and open vial date is (B)(6) 2024. The meter memory was reviewed for previous test result history (only 1 result): result 1: hi date: on (B)(6) 2024 time: 11:55 am fasting.